Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button were sticking out and patient had to press buttons more than once for insulin pump to respond. The customer's blood glucose value was unknown. The insulin pump had unexplained no delivery alarm. The insulin pump was louder during rewind. The insulin pump will be returned for analysis.